Manufacturer narrative:
(B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare service representative replaced the power management board to fix the reported issue.

Event description:
The hospital reported that, the unit didn't pass the initial test and "internal error" message showed upon the boot-up. There was no reported patient involvement.